Manufacturer narrative:
B3: unknown. E1: phone: (B)(6). One device was received for evaluation. Visual inspection found the device to be in worn condition, and damaged housing. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. The root cause was unable to be established. As a preventative measure the contacts of the optical switch were resoldered. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the device exhibited error code ¿lec1820¿. There was unknown patient involvement.